Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 03/2019.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter tilted, embedded in the wall of the ivc, and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post deployment venogram demonstrated adequate positioning the inferior vena cava (ivc), without significant filter tilt or clot. Approximately four years and four months post filter deployment, computed tomography (CT) revealed that the superior extent of inferior vena cava filter was at the l2-l3 disc space and the inferior extent mid l4 vertebral body. A total of eight prongs have perforated the inferior vena cava with the maximum distance of 2.89 mm. Coronal images showed 3-degree tilt right to left and the sagittal images showed 9-degree tilt anterior-to-posterior. Subsequently a year later, patient expired due to respiratory failure and congestive heart failure. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the medical states, ¿coronal images showed 3-degree tilt right to left and the sagittal images showed 9-degree tilt anterior-to-posterior.¿ based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4 (expiry date: 03/2017), g3, h6 (conclusion). H11: e1 (complainant phone number), g1, h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were provided. Medical records were provided and reviewed. Approximately three years post deployment, a CT scan revealed that a total of 8 prongs have perforated the ivc. Therefore, the investigation is confirmed for the perforation of the ivc wall. However, the investigation is inconclusive for the filter tilt. Based on the image review, the ivc filter limbs extended beyond the walls of the ivc. Also, it revealed that ivc filter was tilted. Therefore, the investigation is confirmed for the filter tilt and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. At this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.